Event description:
After completing the tibial keel preparation, dr. Removed the tibial tower using the slotted hammer with the punch and punch adapter inside the tower. After inspection it was noted the tibial spike had broken. It was found in the patient's tibia where the original impaction occurred. The spike was successfully removed using a kocher clamp. It was stated this patient had "hard bone". There was an approximate 1-minute delay in the case, and the case was competed.

Manufacturer narrative:
The surgical technique notes:" if dense bone is encountered, use the tibial peg drill and drill through the four pilot holes of the tibial baseplate trial before positioning the tibial tower onto the tibial baseplate trial. " inserting the tibial baseplate into hard bone without drilling places additional stress on the pins, likely contributing to breakage.